Event description:
The customer reported the device fails to power off unless the batteries are removed. No patient involvement was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.